Event description:
Reporter indicated a vns patient present with "increase seizure frequency and has the clinical perception that the device was not activating as strongly as in the past. The pt's seizure activity level is higher than it was prior to being implanted with the vns therapy system. The "seizures are somewhat more intense in many respects than they have been for a number of years." The treating physician "felt that there was not much electrical evidence for device failure." The pt has a history of tracheomalacia and tracheal surgery; therefore, the pt was referred to the ent. The ent indicated that pt's "right vocal cord function is normal...the left vocal cord function at baseline is abnormal and reduced, but with stimulation from the device, there is visible motion of the vocal cord consistent with the electrical input to the vagus nerve from the device." The physician suspects the vns therapy system may be "nearing end of service life." Good faith attempts to obtain additional info have been unsuccessful to date.